Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and suspected lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is seroma and suspected alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling. Clarification :: explant surgery has not been confirmed.

Event description:
Regulatory agency reported on behalf of a patient that ¿emergency surgery" was performed due to "seroma on both sides, unclear swelling in the right breast, and suspected bia-alcl." Pathological markers were not reported. The device has been explanted. This represents an unknown side.